Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temperature ¿ moisture ingress) issue. The reporter denied any damage to the pump but noted that there was moisture/corrosion in the pump. The reporter stated that the pump had been exposed to a swimming pool/hot tub. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings:. The temperature complaint was not duplicated. Black box shows no evidence of a sudden drop in the vp or vm battery voltage on complaint date that would indicate a over heating occurred. Bb does show a eaw 128 replace battery alarm following a "por" event on complaint date.. Pump powers with returned battery cap. Battery cap is able to fully tighten.evidence of moisture contamination inside the cracked battery compartment.. Current draws within specifications; idle-80ma, sleep- 00ma, load- 190ma.4. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump.